Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture. Dislodgement was confirmed via imaging. The lead was explanted and successfully replaced. There were no patient consequences.